Event description:
It was reported that an emt cut the tip of their finger off when it was pinched in between the cot frame and a nearby chair during transportation. The finger tip was reattached.

Manufacturer narrative:
Na